Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 585 mg/dl. The customer stated that prior to being hospitalized she took a ten unit bolus, but her blood glucose continued to rise. Troubleshooting was performed. The programming on the insulin pump was correct. The insulin pump failed the prime test. The customer did not have another infusion set to perform the prime test again. The customer did not have a tubing clamp. So a tubing clamp was sent to the customer in order to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.